Manufacturer narrative:
(B)(4).

Event description:
The customer reports: peel-away sheath felt more flimsy than usual and buckled at transition between dilator and sheath. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly for evaluation. A visual examination of the assembly revealed the sheath tip was slightly split and crushed. This appearance is consistent with undue force being applied to the sheath tip. The dilator body was also observed to be slightly bent. This is also consistent with undue force. The total length of the sheath body measured to be 2.75" which is within specifications of 2.6875-2.8125" per product drawing. The outer diameter of the sheath body measured to be 0.0721" which is within specifications of 0.071-0.081" per product drawing. The inner diameter of the sheath body measured to be 0.0590" which is within specifications of 0.0585-0.0595" per product drawing. The returned dilator was able to fully advance and retract from the returned sheath. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit precautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath tip was split and the body of the sheath had additional damage, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: peel-away sheath felt more flimsy than usual and buckled at transition between dilator and sheath. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.